Event description:
Replaced faulty generator, when header block depressed, this caused pacemaker to inhibit. Patient complained of racing heart and dizziness, oversensing documented and pauses could be introduced with manipulation.